Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been programmed to tachy mode turned off due to atrial lead perforation. An emergent surgical revision was prompted as the patient presented to the emergency room. This crt-d remains in service. No additional adverse patient effects were reported.